Manufacturer narrative:
Additional information: d10, h3, h6 the device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and the pacemaker system was removed on (B)(6) 2020. The patient tolerated the procedure well and was in stable condition. Related manufacturer reference number: 2017865-2020-00771, 2017865-2020-00772.

Event description:
New information received stated that the patient developed an implant pocket erosion. The pacemaker system was then removed and a new system was re-implanted on the right side of the patient on (B)(6) 2020.